Event description:
It was reported that approximately two weeks after a laparoscopic gastric bypass procedure, bleeding was detected from the staple line. There were no issues noted with the device during the procedure. A reoperation was performed to control the bleeding. The rep believed electrocautery was used to control the bleeding. The quantity of the blood loss was unknown. Blood products were not administered to the patient. A white reload was used where the bleeding occurred at the site of the jejunostomy. Blue reloads were also used in the procedure. The patient is doing well at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please clarify if the electrocautery was used to control the bleeding during the original procedure or the re-op? Not sure. Was the bleeding intraluminal or intra-abdominal? Intraluminal. What other factors does the surgeon feel the bleeding is related to? Not sure. Did staple formation look good in first and second operation? Yes. What were the patient¿s pre-existing conditions? Not sure. Was the patient on anti-coagulants? Not sure. What is the patient¿s current status? Stable. Is the patient expected to have a full recovery? Yes. Per the sales rep, the user is not blaming the device for the bleeding, he just wanted to report the event. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.